Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear on (B)(6) 2020, it was observed that the output on the electrode device did not work on cool pulse mode. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. The device was brand new and the first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during an arcr (arthroscopic rotator cuff repair), the electrode was set to work on cool pulse mode. However, the output view did not look like pulse mode.they actually changed the mode on the main unit to v3. It was confirmed that the outputs on both cool pulse mode v3 mode looked the same. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device [u2004007] number, and no non-conformances were identified. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.